Event description:
According to the reporter: for the lobectomy procedure after the first firing was completed, the surgeon tried to return the jaws to the straight position, kept pushing upper part of the center control button; however the jaws articulated to the right. Then the surgeon pushed all button, kept pushing both of the green buttons for 10 seconds, removed and re-connected adapter to handle; however the device did not react at all. After all, they returned the jaws to the straight position with the manual adapter tool and removed the cartridge. After that they used 6 cartridges for this procedure and the same event did not occurred. The status of the patient is with no problem. No patient adverse events reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.